Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 5, 2024.

Event description:
Per the clinic, the patient reported no perception of sound from device. It was also reported by clinic that there was no connection with device. Troubleshooting at the clinic did not resolve the issue. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.